Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the rate knob of the external pulse generator (epg) was broken off inside of the instrument and it was noted that the upper case was broken at the rate dial, the knob was missing and the encoder was pushed inside the instrument. It was noted that the display wires were pinched with the wire exposed. It was also noted that the hanger assembly and the lower case were broken and one case screw was contaminated. All found defective parts were replaced and all other identified issues were resolved. The epg then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the rate knob of the external pulse generator (epg) which was received into service for repair subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.